Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a pyloric stenosis during an endoscopic ultrasound directed trans gastric ercp (edge) procedure performed on (B)(6) 2025. During the procedure, the physician noticed holes in the covering of the axios stent upon deployment of the first flange. Due to concerns about potential tissue ingrowth, the stent was not left in place. Therefore, the stent was removed, and the procedure was not completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat pyloric stenosis during an edge procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat pyloric stenosis during an edge procedure.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required to address the puncture site of the edge procedure. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Imdrf device code a04 captures the reportable event of stent cover damaged/defective. Imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was intended to be implanted to treat a pyloric stenosis during an endoscopic ultrasound directed trans gastric ercp (edge) procedure performed on (B)(6) 2025. During the procedure, the physician noticed holes in the covering of the axios stent upon deployment of the first flange. Due to concerns about potential tissue ingrowth, the stent was not left in place. Therefore, the stent was removed, and the procedure was not completed. There were no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed to treat pyloric stenosis during an edge procedure. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate trans gastric or transduodenal endoscopic drainage of pancreatic pseudocyst or at least 70 percent of fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat pyloric stenosis during an edge procedure.

Manufacturer narrative:
Blocks h7, h9 and h11 have been updated. Block h6: imdrf impact code f2301 captures the reportable event of additional device required to address the puncture site of the edge procedure. Imdrf impact code f1001 captures the reportable event of cancelled procedure. Imdrf device code a04 captures the reportable event of stent cover damaged/defective. Imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: boston scientific is initiating a removal of certain sizes of the axios stent and electrocautery enhanced delivery system (6mm x 8mm, 8mm x 8mm and 20mm x 10mm) manufactured since march 1, 2025. This action is being taken due to increased reports of stent deployment and expansion issues with these configurations. These issues only occur at the time of stent delivery and are expected to be noticed by the physician. Patients who have been treated with a successfully implanted axios stent should continue to follow standard of care and are not affected by this issue. A letter was sent out to materials managers/health care professionals on (B)(6) 2025 to immediately stop further distribution or use of any affected 6mm x 8mm, 8mm x 8mm and 20mm x 10mm axios stent and electrocautery enhanced delivery system. The letter indicates to remove these devices from inventory and segregate them in a secure location until they can be returned to boston scientific. The referenced axios stent and electrocautery enhanced delivery system met all specifications prior to final approval for distributions/sale.